Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv was unable to be flushed due to flow issues/blockage. The following information was provided by the initial reporter: "nurse reports that she was unable to flush fluid through the port closest to the patient for free-flowing chemo push."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/15/2021. H.6. Investigation: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. A cut off syringe was attached to the smartsite to visually inspect for a fluid path while the piston was in the activated position. A fluid path was observed. The customer also returned a bd syringe. The syringe was filled with water and attached to the smartsite and fluid was flushed through the set. A device history record review could not be performed because a lot number was not provided by the customer. The root cause could not be determined because the issue could not be replicated. H3 other text : see h.10.

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv was unable to be flushed due to flow issues/blockage. The following information was provided by the initial reporter: "nurse reports that she was unable to flush fluid through the port closest to the patient for free-flowing chemo push."